Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported that their insulin pump is not working. Customer stated that the insulin pump is not giving him all the bolus units he needed. Customer only received 3.1 units instead of the needed 5 units. Customer also stated that their blood glucose has been high. Customer's blood glucose at the time of the call was 189 mg/dl. Troubleshooting found the customer's drive support cap is flushed in. Customer also reported physical damage with his insulin pump. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.